Event description:
It was reported that the patient was found unresponsive at home. Cardiopulmonary resuscitation (CPR) was administered for 1+ hour. The log file showed persistent low flow events throughout the log file. Estimated flow was around the 2.4 to 2.5 lpm mark. Pulsatility index (pi) values were elevated during these events throughout the log files in the 13 range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The customer reported that the patient was found unresponsive at home, requiring CPR for over an hour. Review of the submitted log files revealed intermittent low flow alarms on 08jan2025 in the setting of elevated pi. Additionally, numerous low flow fault flags were captured that did not persist long enough to activate a low flow alarm. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.